Event description:
During a follow up with the home patient (hp), it was revealed that the issue was resolved, and that it was just a matter of learning how to use. Per hp, there were no leaks or defects on the cassette. The hp stated that she is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's (B)(4) requesting assistance to reprime patient line while on the homechoice (hc) machine during the connect yourself step. The caregiver (cg) stated that he was repriming the patient line and at one point, the solution was coming out of the end. The cg stated that the patient line was leaking at the top where the cap was and wanted to start over with new supplies. The technical service representative (tsr) had the cg place the patient line back into the organizer, then assisted the cg with repriming the line again. The reprimed patient line and hp was ready to begin therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was from a home patient (hp) who placed the patient connector lower than the heater bag causing it to overprime. The complaint was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.